Event description:
A customer called baxter (B)(4) to report a return pressure sensor of a aquaset 12 that had exploded during use, splashing blood on the machine and the nurse after the aquarius machine had alarmed high pre filter pressure. The nurse was attempting to wash the blood, return it to the patient, and discontinue therapy when the sensor exploded. The circuit was thrown out and the machine was washed down before being wheeled back in the store room. There were no check transducer alarms and the return pressures were 50-80mmhg. The aquarius machine passed self test and had been returned to use. The hospital contact confirmed no patient harm and condition now is fine.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The actual sample was not available for evaluation so the reported problem could not be confirmed and the root cause could not be determined. A batch review could not be performed because the lot was unknown.